Event description:
It was reported that, this right atrial (ra) lead exhibited low pacing impedances out of range and increase in the pacing threshold. Additionally, there were atrial tachy response (atr) with noisy signals. The technical services (ts) pointed this is related to the lead insulation being compromised. The ts recommended to revise the ra lead. The patient does not need ra pacing. This ra lead remains in service. No adverse patient effects were reported.